Manufacturer narrative:
A steris service technician inspected the lights and controller and found that the wall controller had a damaged capacitor on its control board due to arced pins on the connectors, causing the controller to smoke. The technician confirmed there were no signs of fire on the damaged controller. Upon inspection, the technician noted that of the four light bulbs, only two were steris OEM light bulbs and the remaining two were non-steris light bulbs. The technician also noted that the light bulbs were not installed properly and there was a buildup of dust and debris in the lighthead changeover mechanism. The lights and controller are not under steris service contract and are currently maintained and serviced by the facility's biomedical department. The steris service technician informed the user facility that they should only be using steris OEM light bulbs. Steris will offer the hospital training in the proper maintenance of this equipment. The risk of fire or any other incendiary event is minimal in this type of situation. The wall control is located outside of the area that would constitute an oxygen rich environment. The installation instructions for the proper placement of the wall control includes instructions for the wall control to be located at least 5 feet above the finished floor surface, in accordance with (B) (6) and local code requirements for the use of flammable anesthetics.

Event description:
A wall mounted controller for the operating room lights began to smoke while a patient was on an operating room table. The facility reported that there was no injury to the patient, however the procedure was delayed while the patient was transferred to another operating room.